Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and moisture damage on the [pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator or corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, missing display window cover, cracked keypad overlay at select button and cracked battery tube threads. Flashing medtronic logo was confirmed during analysis due to moisture damage on pcba 1 / pcba 2. Unable to verify no communication pump with guardian sensor due to flashing medtronic's logo display. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had been submerged. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded that the device was returned for analysis.